Event description:
The device was returned for pneumatic valve actuation failure (valve 1). Upon return, the device starts up with double red pump alarm. Log files indicate pneumatic valve actuation failure (valve 1)/ dynoflow air compressor. Performed recharge test and unit failed. Installed engineering pneumatic assembly, unit passed. Internal investigation found main pcba is damaged at j17 and l16. Front housing damaged due to broken screw mounts. Air compressor, main pcba, and front housing will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "I have a lvp sn (B)(6) that is flashing red with pump problem with powered on. No patient accident was record ". A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.